Event description:
It was reported that insulin gauge displayed an amount different than expected, showing zero units when caller expected about 150 units, and the difference between displayed and expected values was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources, and was advised by technical support to call back for troubleshooting if a similar active fill estimate issue occurred again.